Manufacturer narrative:
Additional information: event date was updated. Cec adjudicated the event as stroke, ischemic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 6 months post index procedure the patient suffered from a stroke. The patient is not recovered. The investigator assessed the event as not related to the index device or anti platelet medication. The sponsor assessed the event as not related to the device and possibly related to the anti platelets.